Event description:
The initial reporter reported that during operative pre-check the unit displayed the "rt" error message, indicating that the unit and/or electrode had not reached room temperature, during which device operations are disabled. After four successful deep lesions, it was reported that the temperature elevated above the set temperature during the fifth lesion. The unit was powered off, and the procedure aborted. The pt was noted to be disoriented and revealed edema at the surgical site with post CT scan. A repeat post procedure CT scan 36 hours later revealed decreased edema, and no change in the lesion size.